Manufacturer narrative:
Device received with partial display due to cracked lcd glass and lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose was 140 mg/dl. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer stated that the insulin pump was dropped in the bathroom sink when he was taking the reservoir out, it slipped on his hand. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.